Event description:
User facility reported that during an attempted novasure ablation, the physician began to note a "drastic change in heart rate during the ablation cycle". The physician decided to abort the procedure. The patient was released after a brief recovery period. During follow-up in 2009, the physician reported the ablation cycle lasted 1 minute 32 seconds before the patient experienced a change in heart rate (rate unknown). No treatment was needed other than aborting the ablation. Additionally, he reported he has seen the patient on follow-up and she "is fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system.